Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient awoke with a blood glucose of 469 mg/dl and had symptom of thirst after an empty cartridge alarm went off the night before at 11:42 pm. Reportedly, no one woke up to acknowledge empty cartridge issue. In the morning, the patient took a bolus insulin dosage. Within 45 minutes, the patient's blood glucose was at 395 mg/dl. During troubleshooting, the reporter claimed the insulin on board calculation (iob) on the animas insulin pump is not correct. According to the reporter, there should not be any iob based on her last bolus insulin intake and the pump setting. The issue was not resolved with troubleshooting. The patient was advised to go on the backup plan and to call the doctor for any backup questions. This complaint is being reported due to possible use error involving an empty cartridge alarm and because the patient had elevated blood glucose and symptom that can be suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
(B)(4): the black box recorded an unconfirmed replace cartridge alarm which was unconfirmed for seven hours. The insulin on board was suspended during alarms and continued once the alarms were confirmed. A normal 10 unit bolus and 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. A 29 hour flow accuracy test was performed and the pump passed and found to be delivering within specifications. There was no functional defect found with the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.